Manufacturer narrative:
(B)(4). Evaluation summary: visual and sem inspection/analysis were performed on the returned device. The reported cuff miss was not confirmed based on the condition of the returned device. The foot detachment was confirmed. The snap sound could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via 6fr sheath after an interventional heart catherization procedure. Reportedly, when pushing on the plunger assembly of the first proglide device, a "snap" was heard like plastic breaking. When the plunger was removed, a cuff miss occurred. When the device was removed half of the foot plate was missing. Location of the foot is unknown. Manual compression was applied for 45 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.